Manufacturer narrative:
A follow-up emdr will be submitted when additional information becomes available.

Event description:
Customer reported air passed through the arterial side of the hls circuit without triggering the arterial bubble alarm on the cardiohelp pump. The patient arrested and an emergent circuit and pump change was done to get the patient back on support. The customer believes air should have been detected by the flow bubble sensor to trigger the alarm. Complaint ID:(B)(4).

Manufacturer narrative:
It was reported that air passed trough the oxygenator without triggering the bubble alarm. The device was being used for treatment. A getinge service technician investigated the unit on 2021-03-04/05/08/10 and could not reproduce the failure. A visual damage of the flow bubble sensor cable was noted. Bubble detection worked as per specifications. The flow bubble sensor and sensor panel was replaced as a precautionary. The technician performed safety, calibration, and functionality checks to factory specifications. For investigation the involved flow bubble sensor (fbs) and sensor panel have been sent to getinge life cycle engineering (lce) with the following results: no abnormal behavior of the flowdigi-mini and fbs could be confirmed. Several test were performed and showed that both components, the flowdigi-mini installed in the sensor panel and the fbs, behave according to their specifications. A damage of the fbs cable as reported by the ssu could be confirmed. During testing fluctuating flow values were noted when moving the cable. A direct influence on the bubble detection could not be traced back. The cardiohelp system instruction for use (IFU) points out under chapter 14.4 that the cardiohelp recognizes bubbles with a diameter of =5 mm. It is therefore possible that the reported event relates to micro-bubbles <5 mm. According to the statements of getinge therapy application team, micro bubble could lead to reported event depending on the size and number of bubbles based on the investigation results no product related malfunction could be confirmed. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).